Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "I have a broken prosthesis " and "there was a recall on the prostheses." Against the right side device. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure : unable to observe since it is a medical event and is not related to the device. Additional observations: ¿ observed, broken on the anterior side assessed as unidentified (tear) opening. (Shell thickness was within specification).

Event description:
Device has been explanted.